Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Pt called back and reported that they got the replacement recharger and still having the same issue. Pt stated that last sunday they charge the controller before charging the implant and controller was in 100% and ins in 40%. Pt confirmed that they can see excellent recharging quality but suddenly stopped charging when using the replacement recharger. Pt stated that the recharger area gets hot while recharging. Pt stated that the controller can't locate the implant. Pt also stated that the same issue happened when they were in the doctor's office when they can't find the device. Pt stated they spoke with the manufacturing representative (rep) last friday and was told to call us. Pt stated that they have an appointment with their physician on (B)(6) 2025. Agent reviewed and pt confirmed that when they tried using the replacement recharger and the device was still getting hot. Agent redirected pt to their hcp for further assistance. Agent spoke at length with the rep who has been speaking with pt who contends that they continue to have issues with the controller and charging the ins that have already been repor ted. Agent went through the history of pt calls since feb 2025 and replacements made. It was noted that the controller battery pack has not been replaced so it was decided to replace the battery pack to try to address the patient's continued component issues. The agent ordered replacement battery pack for pt. The agent also reviewed considerations if pt continues to have communication and recharging issues after battery pack replacement: resetting ins using disable device feature and collecting session and file data from ins at next clinic visit. The rep plans to see the pt in about two weeks but no date set yet.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient that they replaced everything three times, no change. Patient said that they replaced paddle twice, and there is no change. They said that they suggested the battery and manufacturer wouldn't even consider it. So they called their representative. And suggested it to manufacturer. And it was considered and replaced; it worked.

Manufacturer narrative:
97755-s, sn (B)(6), was returned for product analysis. Analysis found failed-sc_interrupt check. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755-s serial# (B)(6): product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6): b3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant recharging, both the recharger and the implant were getting hot. Patient stated that they last charged their implantable neurostimulator (ins) a week and a half ago and mentioned that during the previous recharging session, the ins stopped charging after 2 hours and only reached 30%. The patient was redirected to their healthcare provider (hcp) regarding the ins overheating during recharging. A request was sent to the repair department to replace the recharger.